Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "the saline was not pumping into the reservoir , despite checking the saline bag, tubing etc. They also noticed a severe burning of plastic smell coming from the cassette and it was very hot to the touch." The procedure was aborted and there were no patient complications reported.

Manufacturer narrative:
The console unit was returned for evaluation and the complaint was confirmed. The unit was found to have a defective motor. The unit received a new motor, was serviced and passed all performance tests. The most probable root cause of this complaint is "wear and tear". (B)(4).

Manufacturer narrative:
The serial number is not known, therefore, expiration and mfg dates are not known. The product has not been returned; therefore a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "the saline was not pumping into the reservoir, despite checking the saline bag, tubing etc. They also noticed a severe burning of plastic smell coming from the cassette and it was very hot to the touch." The procedure was aborted and there were no pt complications reported. Although several attempts were made to obtain add'l follow up, there is no further info regarding this event.